Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 185 mg/dl. Customer stated that the numbers started ramping up on their own. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers noted. The device also was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.